Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The device met all material specifications as received. The evaluation revealed broken cutter sheared off and circular marks around the o.d of the actuator tube. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the tip of the device broke in 2 - 3 pieces during the surgery while surgeon drilled a tibial hole for an acl reconstruction. One fragment could not be retrieved and remains in the patient's body. Surgery was successfully completed as the hole was big enough to fix the screw. X-rays show a piece of metal fragment in the dorsolateral joint capsule. According to the surgeon, metal fragment is from the transverse bolt of the cutter.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Based on the information provided, the most likely cause(s) of this event is user mechanical damage to the device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the tip of the device broke in 2 - 3 pieces during the surgery while surgeon drilled a tibial hole for an acl reconstruction. One fragment could not be retrieved and remains in the patient's body. Surgery was successfully completed as the hole was big enough to fix the screw. X-rays show a piece of metal fragment in the dorsolateral joint capsule. According to the surgeon, metal fragment is from the transverse bolt of the cutter.